Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that during a week of intensive dance activity the patient experienced recurrent low blood glucose while intermittently disconnecting from the ilet for workouts and reconnecting for meals, and dosing guidance was sought from a healthcare provider. Symptoms included hypoglycemia with a lowest reported glucose of 60 mg/dl and feeling unwell that led the patient to sit out exercises. Outcomes included prolonged time below range for a few hours without use of backup therapy or medical intervention. Investigation included a complaint review. Investigation of this case revealed no device malfunction reported and that the event was consistent with hypoglycemia of unclear cause in the setting of increased physical activity and intermittent pump disconnection. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.